Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0325744. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a video displaying the reported leakage was provided, the returned sample did not display a similar leak when subjected to leakage testing under limits established by the product specifications. Additional testing was performed on the available retention samples for this lot, which returned similar conforming results. Further microscopic testing was also unable to identify any tears or other damage to the device that could have resulted in the observed defect. Unfortunately based on the available information we were not able to determine the root cause of this event at the conclusion of our review. The reported failure mode our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: at 8 :11, on (B)(6), 2021 our surgical ward nurses for the patients with acute appendicitis used closed type needle stick injuries prevention intravenous indwelling needle liquid infusion (100 ml 0.9% sodium chloride + intravenous azlocillin 4 g), lien process smoothly, infusion liquid infusion joint drainage after 2 minutes, immediately stop using the infusion joint (to increase secondary piercing causing pain and dissatisfaction of patients, no re-puncture), and the heparin cap was used to replace the infusion connector. No fluid seepage occurred after the heparin cap was connected, and the infusion was smooth. In subsequent operations, no similar problems were found for the same batch of products. Nurses gave patients with IV fluids, shortly after the patients complained of a bed, a liquid nurse immediately check the IV, found that the diaphragm interface has a gap, lead to leakage, the nurse immediately change tube drawing with specifications complete infusion needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced device damage while still considered operable, and leakage. The following information was provided by the initial reporter: at 8 :11, on (B)(6) 2021 our surgical ward nurses for the patients with acute appendicitis using closed type needle stick injuries prevention intravenous indwelling needle liquid infusion (100 ml 0.9% sodium chloride + intravenous azlocillin 4 g), lien process smoothly, infusion liquid infusion joint drainage after 2 minutes, immediately stop using the infusion joint (to increase secondary piercing causing pain and dissatisfaction of patients, no re-puncture), and the heparin cap was used to replace the infusion connector. No fluid seepage occurred after the heparin cap was connected, and the infusion was smooth. In subsequent operations, no similar problems were found for the same batch of products. Nurses gave patients with IV fluids, shortly after the patients complained of a bed, a liquid nurse immediately check the IV, found that the diaphragm interface has a gap, lead to leakage, the nurse immediately change tube drawing with specifications complete infusion needle.